Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer's blood glucose was 270-279 mg/dl.